Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the intraoperative malposition of the proximal extension event with resultant conversion to open repair event is unconfirmed due to a lack a relevant medical records and imaging. However, user error was reported due to the physician advanced the integrated sheath and inadvertently raised the graft well above the bifurcation stent graft. The final patient status was reported to be doing well. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
During an index procedure to treat an abdominal aortic aneurysm (aaa), the procedure had to be converted to an open repair. The bifurcated stent graft was implanted but during the implantation of a proximal extension (vela suprarenal), the physician advanced the integrated sheath and inadvertently raised the graft well above the bifurcation stent graft (user error). . The physician was unable to bring the graft down therefore the physician elected to convert to an open repair and explant the devices. The patient was reported as doing well.